Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving a no delivery alarm and he changed the reservoir but still received an alarm. Troubleshooting was performed and the customer stated that the insulin did exit. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer was able to prime the pump. Customer mentioned that he has had the pump for a month and the down button is really stiff and does not move.